Manufacturer narrative:
H3, h6: the device, used in treatment, will not be returned for evaluation as communicated by reporter. No additional supportive information was provided. Therefore, we are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that while using the renasys touch device for cure in the traumatology room, an alarm for full canister occurred even though the canister was not full (1 cm aprox). Treatment continued with a back-up with no delay. No patient harm reported.